Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited t-wave oversensing. Additionally, it delivered four shocks as inappropriate therapy due to oversensing of noisy signals. This device remains in service. No additional adverse patient effects were reported.